Manufacturer narrative:
Device was initially received for the complaint that during testing the error 1821 is a motor pulse error code was found. During investigation the reported issue was confirmed in which the malfunction makes the event reportable. Review of event log/alarm history found and confirms the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that uso seal contaminated and the probable root cause was unknown.

Event description:
It was reported that during testing the error 1821 is a motor pulse error code was found. During investigation the reported issue was confirmed in which the malfunction makes the event reportable. There was no patient involvement or harm.